Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had replace battery alert. Customer¿s blood glucose value at the time of incident was 308 mg/dl. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was able to clear the alarm and able to complete rewind. Customer declined to troubleshoot for replace battery alert. The insulin pump will not be returned for analysis.